Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient' infusion set tubing was leaking at the site leading to high blood glucose level of 787 mg/dl. Also, the patient had high ketones. The patient tried to treat it with bolused via the pump and multiple daily injection. Therefore, the patient first went to the emergency room and was subsequently hospitalized on (B)(6) 2024 due to high blood glucose level. Further, the patient went to intensive care unit. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. No further information was available